Event description:
Tubing exploded during injection of a pe exam (injected at 3.5 cc/sec). After noticing the bolus was suboptimal, we checked on the patient and her IV and contrast/blood was leaking from a hole in the tubing.